Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing not be performed appropriately to remove the foreign material due to failure of forceps elevator movement. User can detect and prevent the suggested event by handling the device in accordance with the following instructions for use (IFU). Detection method is described in IFU: tjf-q190v operation manual 3.3 inspection of the endoscope. Preventive measure is described in IFU: tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope's elevator does not move up and down properly. The issue was found during maintenance. There were no reports of patient harm. During evaluation, yellowish/brown foreign material was found in the forceps elevator. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, foreign material was found on the forceps elevator. The additional evaluation findings are as follows: due to wear of the angle wire, bending angle in the "down", "left", and "right" does not meet the standard value, the connecting tube had a scratch, the control unit had a scratch, the suction cylinder was shaved, due to wear of the angle wire, the play on the "right/left" knob was out of standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the bending section cover's adhesive was detached and the universal cord was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.